Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had numerous kinks from the distal end of the tip, to 11cm proximal of the tip. The tip was damaged as it was squished, and the sheath was flattened just proximal of the tip. No other damage or defects were found. Media analysis confirmed the kink on the distal end of the sheath. Product analysis confirmed the reported event, as the sheath was kinked, however could not confirm the difficulty with recapture as clinical circumstances could not be replicated. E1 initial reporter city: yi autonomous prefecture of chuxiong.

Event description:
It was reported that a sheath kink and difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After attempting two partial and two full recaptures of the closure device, the was kinked and it was difficult to recapture the closure device. The procedure was cancelled as the patient's anatomy was deemed not suitable for the procedure as release criteria could not be met. No patient complications were noted.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a sheath kink and difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After attempting two partial and two full recaptures of the closure device, the was kinked and it was difficult to recapture the closure device. The procedure was cancelled as the patient's anatomy was deemed not suitable for the procedure as release criteria could not be met. No patient complications were noted.